Manufacturer narrative:
The reported fast-fix 360 curved needle ei delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture was identified to have an additional knot making the device unusable. An exact root cause cannot be determined with confidence without the return of the device. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery, there was a second knot in the thread and the product could not be used. This condition indicated that at least one of the t's was inserted and at this point medical intervention was required to remove the inserted t or the same was left unsupported in the capsule. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.